Event description:
On august 11, 2007, the reporter contacted lifescan on behalf of the lay user/patient alleging that the patient was unable to test on his meter in 2007, "after 6pm." The reporter stated that after the issue began (unspecified time), the patient became unconscious. Because the patient was unable to test, the emergency services (ems) were contacted. The patient's blood glucose was "34 mg/dl" on the ems meter and he was treated with IV glucose. According to the customer service representative (csr) documentation, the time of medical intervention from the ems was prior to the event date, at "6pm." The customer service representative (csr) discovered that incorrect testing technique was the reason for not being able to test. The complaint is being reported because the patient allegedly became unconscious after not being able to test on his meter and was treated with IV glucose. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.